Event description:
It was reported that a user experienced a cartridge that became unsecured from the pump, with tubing not connected to the body, and required guidance to reseat and secure the cartridge; the event was associated with elevated blood glucose and the device displayed alerts for sustained hyperglycemia. Symptoms included hyperglycemia without reported ketones, loss of consciousness, dizziness, diabetic ketoacidosis, or need for medical assistance. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy. Investigation included customer interview and troubleshooting to reattach and secure the cartridge and restore normal pump use. Investigation of this case revealed user-reported inability to keep the cartridge attached and loss of infusion continuity, consistent with a cartridge or infusion line connection issue; after reseating and securing the cartridge, the condition resolved without further intervention. It was concluded, based on previously established findings for similar reports, that the cause was user technique or handling leading to an incomplete or insecure cartridge connection, resulting in temporary interruption of insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.